Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 4 days of wearing an adc freestyle libre sensor. Customer experienced itching and noticed redness and pus upon removal of the sensor and had contact with a healthcare professional who prescribed betamethasone 0.05% (topical corticosteroid) for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor patch, no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated and product adhesive was returned. An extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found, and the investigation showed all processes were effective.

Event description:
Customer reported experiencing an adverse skin reaction after 4 days of wearing an adc freestyle libre sensor. Customer experienced itching and noticed redness and pus upon removal of the sensor and had contact with a healthcare professional who prescribed betamethasone 0.05% (topical corticosteroid) for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.